Manufacturer narrative:
The sample was sent to the mfg plant for eval but was lost in the mail; therefore the syringe (incoming) lot inspection records were reviewed. No deviations were found, including dimensional attributes. No similar complaints have been rec'd on this lot. The MFR's internal reference number is 0297-0228. This report was mailed in to FDA on: 09/19/1997. Disclaimer: this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcom laboratories, inc product is defective or has caused serious injury. Number of persons affected=1.

Event description:
User facility reports cannula detachment during cataract removal procedure. The product was used 3 separate times during the procedure and became detached in the pt's eye during the third use. User facility reports a cystitome was exchanged for the cannula prior to the cannula detachment incident. No pt injury was experienced.